Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units case and front are smashed in. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) stated the issue reported with the cover console was repaired by installing a new cover console and fiber optic assembly. Complete pm with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units case and front are smashed in.